Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931u1ues9bzbh. Hardware: sm-s931u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported wearing the pod on the arm at the time of a seizure-like event associated with hypoglycemia, for which emergency medical attention was sought on (B)(6) 2026. At the time of the event, the patient was unable to self-treat; the spouse attempted oral glucose administration but was unsuccessful due to seizure activity. Patient received intravenous glucose administered by medical professionals at home, during ambulance transport, and in the emergency department (ed). Patient remained in the ed for a few hours. Diagnosis was reported as low blood sugar; an official diagnosis was not confirmed. Blood glucose value at the time of the event was not confirmed; patient estimated a level below 40 mg/dl. Patient reported concern that the pump was delivering excessive insulin for meals based on preset values and reported continued episodes of low blood glucose following hospitalization. The pod was removed by emergency personnel and reapplied prior to discharge from the ed.